Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of death was due to the procedure and reported to not be product related.

Event description:
During a lead explant procedure to address a right ventricular (rv) lead that had increased pacing impedance and loss of pacing, the superior vena cava (svc) was dissected. The patient entered into cardiac tamponade and the physician performed pericardiocentesis along with an open chest intervention which were both unsuccessful. The patient consequently expired. The patient death was unrelated to the lead malfunction, but was a result of the procedure. The rv lead was explanted and discarded.

Event description:
Further review of the file indicates a loss of capture was observed, not a loss of pacing.